Event description:
It was reported that the 8800 system had an intermittent communication failure error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The main transformer voltage was increased and the coin battery was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.